Manufacturer narrative:
The correct serial number for this case is (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings:the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
On (B)(6) 2013,patient contacted animas, alleging that the display screen have a reddish tint and is dim. Patient stated that the display issue was not resolved by contrast reset. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.